Manufacturer narrative:
The service evaluation of the asset video processor was identified to have a loss of image malfunction due to a defective video connector socket; loose scope connection and does not secure any scope or camera head. The connection becomes disconnected when manipulated attributing to noise or loss of image. Additionally, a software upgrade to the latest version is recommended. A review of the repair records shows no previous repair history. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the asset/loaner visera elite video system processor was sent for evaluation via service/repair. There was no defect/malfunction associated with the asset/loaner. Upon inspection and testing, the video processor was identified to have a loss of image malfunction due to a defective video connector socket. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d9, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a defective video connector socket. The specific root cause of the defective video connector socket could not be determined at this time. Olympus will continue to monitor field performance for this device.